Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia, with a highest cgm value of 323 mg/dl and a confirmatory fingerstick of 270 mg/dl over approximately eight hours, while using an inset infusion set and a g7 cgm; a site change was performed and the removed cannula appeared intact, after which glucose transiently declined to 254 mg/dl before rising again to 270 mg/dl, and the user was advised to allow additional time for the pump to correct. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education without alarms or hospitalization. Investigation included customer interview and remote troubleshooting focused on infusion site and system performance. Investigation of this case revealed no device alarms and no obvious infusion set deformation, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence for a device malfunction or infusion set failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.